Event description:
A customer reported experiencing bleeding and a hematoma with wear of the abbott diabetes care (adc) device. As a result, the customer required treatment of a heparin ointment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor patch and no issues were observed. Further investigation was not performed due to no product returned. Therefore, issue is closed to no product returned. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding and a hematoma with wear of the abbott diabetes care (adc) device. As a result, the customer required treatment of a heparin ointment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.